Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the c-ring on the cannula of the vh-3200 would not fully retract. A new kit was opened to complete the procedure. The hospital reported no pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that there were no non conformities with the device. There was no evidence of blood. A functional test was performed on the device. The c-ring was able to be fully retracted and extended as expected. Based upon this, the reported complaint could not be confirmed. Internal file number - (B)(4).